Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
Surgeon had trouble locking a locking screw into a variax hand locking plate.